Event description:
It was reported that during the implant attempt, the physician took the lead out of the box and extended the helix. The helix extended angular to the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed and the lead helix was bent. It was noted that the lead had apparent implant damage. The analyst commented that the lead was received with the stylet in the lead, the helix partially extended and the helix bent. Due to the helix being bent, the extension/retraction and length testing could not be performance.